Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal and proximal edge of the crimped stent were damaged and raised distally from the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. After a 3.5 xb guide catheter was placed, a 300cm choice pt extra support guide wire crossed the lesion. Pre-dilation was performed with a 2.5x15mm emerge balloon catheter. Then a 38x2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent was deformed on the sds balloon. The procedure was completed using a 2.5x16mm promus over the wire stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. After a 3.5 xb guide catheter was placed, a 300cm choice pt extra support guide wire crossed the lesion. Pre-dilation was performed with a 2.5x15mm emerge balloon catheter. Then a 38x2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent was deformed on the sds balloon. The procedure was completed using a 2.5x16mm promus over the wire stent. No patient complications were reported and the patient's status was fine.